Event description:
It was reported that a defibrillation threshold (dft) test was possibly going to be performed for this patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Technical services (ts) reviewed noting no out of range shock impedances however low rv amplitude was observed. It was noted that a previous commanded shock had been performed. Additional information is being requested from the field. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.